Event description:
On (B)(6) 2012, customer reported that there was clear liquid dripping from pinch valve vl4b on the lh780 instrument. Customer stated that the leak shorted out the lower connections of the backwash manifold (mf4) board causing the board to burn. Customer stated that smoke appeared around the mf4 board only on the lh780. Customer stopped using the instrument immediately and no patient results were affected. There was no need to use a fire extinguisher or call the fire department customer did not report flames, arcing or shock, or injuries. Field service engineer (fse) inspected the instrument and found mf4 shorted due to a leak from vl4b on the backwash manifold module. The leak consisted of diluent only. Customer informed fse that the leak was repaired at vl4b prior to fse arrival on-site. Fse replaced the mf4 board with customer stock. Service activity was verified per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).